Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre sensor scan was reading low compared to an unspecified adc meter. A sensor scan reading of 8.8 mmol/l was compared to a meter reading of 18.6 mmol/l. The customer experienced a symptom of vomiting and self-presented to the hospital. At the hospital the customer was diagnosed with hyperglycemia and treated with insulin and "salt water". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A customer reported that her adc freestyle libre sensor scan was reading low compared to an unspecified adc meter. A sensor scan reading of 8.8 mmol/l was compared to a meter reading of 18.6 mmol/l. The customer experienced a symptom of vomiting and self-presented to the hospital. At the hospital the customer was diagnosed with hyperglycemia and treated with insulin and "salt water". There was no report of death or permanent injury associated with this event.